Event description:
The patient's wife called to report that, about 7 years ago, a very small prostate cancer was diagnosed in her husband after 2 biopsies. The head urologist gave them two treatment options: 45 days of radiation therapy or one time implantation of radioactive seeds. After deliberation, because she was working at that time, they chose the one time treatment. Over 100 radioactive seeds were implanted in his prostate by dr (B)(6). She has been told this was far above the required number for such a small cancer. After the procedure, for about the first three months, her husband was doing fine. After that he became incontinent and was in excruciating pain. His bladder was swollen and he had to catheterize himself everyday. This caused severe pain and later led to multiple infections. This was treated a couple of times but he always got re-infected. The doctor decided to put in a suprapubic catheter. Also due to rectal bleeding they made several visits to the hospital and after several evaluations and assessments the doctor said he has suffered serious burns in his colon, bladder and urethra. Moreover the husband has lost about 50 lbs and is now suffering from some deformity. Reporter's husband has been on so many different drugs that his body can no longer tolerate all the medications prescribed to him. Their lives have changed for the worst since this product was implanted in her husband. She believes her husband deserves compensation for all the damage and suffering this product has caused him.